Event description:
Per the clinic, the patient experieneced skin inflammation, redness and pain and was treted with topical antibiotics (mupirocin, wice a day for 15 days; cicadona, once a day for 2 months).

Manufacturer narrative:
The report is submitted on (B)(6) 2022.